Manufacturer narrative:
Note: product reference (B)(4) not cleared for sale in the USA, but this reference has the same catheter as the product reference (B)(4) cleared under #510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other incident has been declared on this batch of access ports. Investigation results: a celsite st305 access port from batch 36917516 has been returned for evaluation. A few puncture marks are visible in the septum. The catheter received is broken into 2 pieces: a 1.8cm long piece was received connected to the access port with the connection ring and the other part measures 14.2cm. The extremities of the 2 pieces of catheter match with each other. We can see that the catheter rupture facies is over 3/4 cut clear and the rest is rough. We have received a picture of the device taken after the explantation. On this picture, we can see that the catheter was not completely ruptured. Dimensional measures: all the mesurements comply to the specifications. X-ray pictures examination: we received for investigation 2 x-ray pictures, one taken on (B)(6) 2017 (day of implantation) and the other taken when the incident was detected (probably on (B)(6) 2017). The catheter was implanted via the right subclavian vein. A leak is visible in the catheter, 1 cm from the connection. At this level, we can see that the catheter forms a 90° angle. Conclusion: we can hypothesise that the leakage of the catheter detected 3 days after the catheter implantation is due to a cut accidentally made during the implantation procedure by a sharp object. Indeed the clear cut of the 3/4 of the catheter section could not result from a manufacturing defect because it would have been detected during the catheter flushing before its implantation. The complaint is not imputable to the device. No corrective action is envisaged.

Event description:
Port implanted on (B)(6) 2017 for chemotherapy infusion purpose. First chemo session was on (B)(6) 2017. Patient complained pain of chest and neck area once infusion started. Redness detected around the area. Infusion stopped immediately and patient was sent to check on venogram. Patient went home and came back to hospital for port removal on (B)(6) 2017.